Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) noted blood on the handle, shaft and in the guide wire lumen, which is consistent with handling and the device being possibly loaded over a guide wire. There was saline in the guide wire lumen, consistent with preparation of the device. The reported premature deployment was confirmed. Half of the first row of the stent implant was partially exposed and over the crown of the tip. The proximal end of the stent implant was 8 mm distal to the proximal marker. There was no damage noted to the stent implant. The handle was in the locked position. There was no other damage noted to the sess. The stylet was not returned. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. It is likely that the reported resistance noted when removing the tip mandrel caused the premature deployment. However, a cause for the resistance could not be determined, as the resistance was not noted during functional testing with a new mandrel. A new stylet was loaded and removed from the sess without any resistance noted. Return of the original tip mandrel may have aided in determining the cause for the resistance. The handle was opened and the distal end of the rack was at the distal end of the handle. There was no damage noted to the internal mechanisms. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. The lot release testing results were reviewed and this lot met all release criteria. The premature deployment appears to be related to the resistance encountered during removal of the tip mandrel. However, a definitive cause for the resistance could not be determined. There is no indication to suggest a product quality deficiency. During production all sheathed stents are visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also visually inspects all shafts visually.

Manufacturer narrative:
(B)(4). As the state of the device indicates no relevant damage and that no deployment has been attempted, there is no indication of a functional trigger for the stent exiting the distal sheath. Such occurrences are replicated when the tip of the catheter is pulled rather than the stylet (tip mandrel). This is highlighted in the instructions for use (IFU): holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device.

Event description:
It was reported that during device preparation the technician was removing the protective mandrel from the device when resistance was noted. Prior to use it was noted that the absolute pro stent had partially deployed and the handle was in the locked position. There was no patient involved. A second 6.0 x 40 mm absolute pro stent delivery system (sds) was used in the procedure without issue. There was no additional information provided.